Event description:
It was reported that the patient passed away due to a heart rhythm problem. The patient was found down with the pump running. The patient had asystole. The arrhythmia was not device or therapy related. The outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively established through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.